Event description:
It was reported that the pump exhibited error code 46510. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device for evaluation. The reported problem error code 46510 cannot be confirmed through functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.